Event description:
Additional information received reported the patient partook in self-mutilation, and it was not known if the mutilation was the cause of the infection. Follow up information reported the patient had ¿head banging tics¿ which had probably contributed to the infections of the dbs leads. This symptoms was a fluctuating but ongoing symptom for the patient.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator, product ID 3391s-40, lot# v597842, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3391s-40, lot# v597842, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3391s-40, lot# v597842, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
It was reported that the deep brain stimulator was removed a couple of weeks prior to this report because it had become infected. It was noted that the other lead was not affected. Patient was probably going to need a replacement at some point but there was no plan to do so at the time of this report. It was noted that the infection was on the recently implanted lead for obsessive compulsive disorder and it was removed for the infection again. It was later reported that the explant was at the end of (B)(6) 2013 or beginning of (B)(6) 2013. Reason for removal was infection of hardware. Patient symptoms were pain and redness behind right ear. It was noted that the wire had partially externalized through the skin behind the right ear. It was noted that the lead, wire, and battery were removed. The patient was doing fine since the removal and was still on antibiotics. Additional information received reported that it was just the right side that was explanted.

Event description:
Additional information received reported the healthcare professional (hcp) was concerned about infections related to deep brain stimulation. The hcp had experienced several infections approximately one year post implant at the lead site and implantable neurostimulator (ins) pocket.